Event description:
Customer reported that the device quick combo adapter has a problem. Reporter was not aware of the exact nature of the issue but was advised to replace the part or having it repaired. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and a quik combo adapter, hands free cable and a set of quik-combo electrodes kit parts information to repair device. Follow up with reporter found that customer ordered replacement parts and threw away the adapter. The adapter was not available for physio-control's evaluation. The failure mechanism and root cause of the part failure is unknown.